Event description:
Per the clinic, the implanted device was exposed after the patient sustained a head injury. Subsequently, the patient was treated with antibiotics (specific type, date and duration not reported) and underwent a revision surgery where the implant was cleaned and closed (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.